Manufacturer narrative:
The calibration was acceptable and the quality control (qc) results were within the range. The customer centrifuges the patient samples at 3000 rpm for 8 minutes. The customer re-centrifuges samples before testing. The same collection tube was used to test on the alternate method. The siemens customer service engineer (cse) was dispatched to the customer site to inspect the advia centaur xpt serial # (B)(4). The sample dispensing area was reviewed. The customer maintenance was completed. The IFU states in the limitations section: "this assay should not be used to diagnose or exclude acute infection. Results are not intended to be used as the sole basis for patient management decisions. Test results should be interpreted in conjunction with clinical observations, patient history, epidemiological information, and other laboratory findings. A reactive test result does not exclude past or present infection by other coronaviruses, such as sars-cov-1, mers-cov, hku1, 229e, nl63, or oc43." A false positive/reactive result would not be used in isolation and would be correlated with clinical history. Additional laboratory testing would be used to determine specific antibody presence. Although there is no potential for serious injury in this case, an MDR will be reported to the FDA as a requirement of the emergency use authorization (eua). Siemens healthcare diagnostics is investigating.

Event description:
The customer obtained discordant reactive (positive) advia centaur xpt sars-cov-2 total (cov2t) results for samples from three patients that were nonreactive (negative) upon testing on an alternate method. The reactive results were reported and questioned by the physician. There are no reports of patient intervention or adverse health consequences due to the discordant cov2t results.

Manufacturer narrative:
Siemens filed the initial MDR 1219913-2020-00328 on october 05, 2020. November 23, 2020 additional information: the customer obtained reactive (positive) advia centaur xpt sars-cov-2 total (cov2t) results for three patients with reagent lot 005. The initial reactive (positive) results were considered discordant when compared to the nonreactive (negative) results from alternate methods. The initial results were reported to the physician who questioned the results. The same samples were used to test both methods. No pcr test was performed on these three patient samples. The field service engineer was dispatched and there were no instrument issues reported. No index values were provided for the alternate method. The calibration and quality control (qc) were acceptable. No symptomology provided. There is not an expectation the siemens cov2t assay correlates with all serology methods. During validation it is expected to observe discordant results due to different antigens being used, different specificities and sensitivities of the serology methods and the assay architecture. Based on the information provided, no product problem identified. Siemens reviewed in house release data for kit lot 005. Kit lot 005 met all manufactured release criteria. A product problem was not identified. No further evaluation of the device is required.